Event description:
(B)(4). Over a period of several months which began approximately 2 years after placement of essure: rash, abdominal pain and swelling to the point that I couldn't stand or walk for more than a few minutes at a time, sharp stabbing pains in abdomen, painful to have anything lay on my stomach/abdomen (even my own arm), lower back pain, hip pain which made it difficult to get up after sitting for any length of time and difficult to walk at times, memory issues(brain fog), more frequent menstrual periods, general feeling of malaise.